Event description:
I have used fixodent since 1999. I began experiencing numbness in my extremities, with the worst being in my toes, feet, and lower legs. I had many tests beginning in 2004 to determine the cause of my neuropathy. Eventually, it was found that it was caused by low copper in my blood. I have been under treatment since then, but it has been determined that the neuropathy is permanent. Dose or amount: fixodent denture cream, frequency: 2 to 4 times daily, route: oral. Dates of use: 1999 to current. Diagnosis or reason for use: denture cream. Event abated after use: no.